Event description:
According to the reporter: during the 1st firing, a metallic part (clamp button) disconnected from the reload and dropped inside patient. Tissue was transected and staples did not form. The clamp button was retrieved laparoscopically. Another device was applied parallel to the staple line and unformed staples were resected.

Manufacturer narrative:
(B) (4). (B) (4).